Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complications of fluid leaking in abdominal wall are known complication of a peg tube/ j-tube placement. Health effect clinical code of e2402 was chosen to capture the event of post procedural complication of fluid leaking in the abdomen. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2026 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). One day after the tubing placement, the patient was admitted to the hospital with complications described as fluid leaked in the abdominal cavity and began an unspecified antibiotic infusion. It was unclear if the fluid leaking in the abdominal cavity was related to the tubing placement. Additional information was received on (B)(6) 2026 from the patient who stated that he was discharged home two days later to recover.